Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had fainted. This patient had fainted several times previously. During a review it was noted that cardiac arrest was documented. The patient with this pacemaker was hospitalized. X-ray images did not show a lead dislodgment. No additional adverse patient effects were reported. A review by boston scientific technical services (ts) noted single out of range pace impedance measurements on the right atrial (ra) lead back in (B)(6) 2017. Ts had some additional questions regarding the case and noted that based on the logbook there was nothing that would explain why the patient may have fainted. No oversensing or evidence of loss of capture was seen. The ventricular lead numbers are good and stable and beyond the single greater than 3000 ohm reading the atrial lead numbers were also stable. Ts noted that the patient did appear to have went into atrial fibrillation starting in late (B)(6) 2017 and it looks like the device was programmed in bradycardia mode to vvir on (B)(6) 2018. The most recent data was requested to determine the root cause of this case. Additional information noted a follow up was performed and nothing unusual was seen. The field representative noted that the patient was at the hospital when cardiac arrest occurred but no strips were obtained and the physician noted that no ventricular fibrillation (vf) was seen, but only loss of capture with no confirmed pacing spikes. A lead revision was discussed. Additional information noted that a revision took place and the device was explanted and will be returned. The ra lead remains implanted. No additional adverse patient effects were reported. Despite efforts it was not possible to obtain the ra and rv lead model/serial numbers or manufacturer.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.